Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 978 mcg/day via an implantable pump with flex dosing for an unknown indication for use. It was reported from the physician that the patient had a return of spasticity symptomatology and the critical alarm was heard. Currently, the patient is hospitalized and the pump was interrogated with an n'vision programmer. Interrogation confirmed that a motor stall message occurred yesterday. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no interventions/actions that were taken to resolve the issue and further note that no surgical intervention had occurred or was planned. It was reported that the issue was not resolved at the time of this report. The patient status was reported as alive; no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the hospitalization was a result of the patient's spasticity and because of the pump alarm. It was reported that the replacement of the pump occurred on (B)(6) 2019 and that following the replacement the patient is fine and the therapy works properly and the symptoms have been resolved.